Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient expired after presenting to the hospital with chest and shoulder pain. He soon was in respiratory distress and was intubated and taken to the CT scanner. Upon arrival to the ICU, the patient was essentially asystolic. He had been noted to have rising liver function tests, and concerns for hemolysis at previous clinic visits.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.